Event description:
It was reported that telemetry was "in and out" on the radio frequency programmer head. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found a cut in the cable. It was also noted that telemetry was intermittent due to cable damage.